Manufacturer narrative:
Block h6: imrdf code a150208 captures the reportable event of device deployed in scope. Block h11: investigation results: the device returned with the clip assembly attached without any issues and was able to perform a full deployment. Unable to confirm the as reported code of "clip device deployed in scope" with testing of the product return. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "no problem detected".

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure on (B)(6) 2026. During the procedure, the resolution 360 ultra clip, when inserted into the scope, fired while in the scope without anyone engaging the ring. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.